Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was systolic heart failure, lung failure, and diabetes. The customer's blood glucose at the time of death was 119 mg/dl. The customer was not wearing the insulin pump at the time of death; it had been disconnected twenty-four hours prior to passing per the doctor's advice. The caller stated that the doctor advised the family to disconnected insulin pump in order not to complicate the process. The customer was not using sensors. The caller declined returning the insulin pump for analysis.